Event description:
It was reported that during a lap total prostatectomy, the replace lamp illuminated when the device was used for abrasion, coagulation and resection around prostate. When the jaws were checked, it was found that the electrode started to peel away. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the electrode missing and not returned with the device; the ceramic was fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode was found on the active rod. It is possible that prior to the electrode detaching completely from the instrument a replace light could have resulted from the electrode coming in contact with the jaw while activating.